Event description:
Procedure: gastrectomy. According to the reporter: after the unit was retracted after firing, the jaws opened and spontaneously, the unit articulated all the way to the right. All the lights went off except for the blue lights. The device would not come out of articulation position. Since the device did not come out of articulation position, the device was removed from the cavity by taking the handle off from the adaptor while it was still in the cavity, opening another idrive handle, attaching it to the adaptor and in turn following the normal steps to take the reload out of the cavity. This occurred with the last of 5 reloads fired during the procedure. No reinforcement material was used on this reload.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).